Event description:
It was reported that there was foreign material.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign material attached to the tip. Probable root cause: inadequate sterilization during manufacturing. Inadequate package seal strength. Package damage during shipment. Ffailed aseptic transfer. Use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material.